Manufacturer narrative:
(B)(4).

Event description:
During follow-up, inappropriate therapy was delivered due to undersensing. Lead damaged was suspected and lead revision is anticipated. Additional information has been requested.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was capped and replaced. The patient is in stable condition.